Event description:
Information received from the patient via a manufacturer representative reported that they were unable to get any higher than 2 coupling bars when recharging the implantable neurostimulator (ins) since (B)(6) 2016 and even the 2 bars were hard to get and maintain. The patient had a fall about a month prior to the report but did not have any issues with the stimulator until (B)(6) 2016. They had also lost weight and the battery area had changed but they didn't notice any issues until (B)(6) 2016. The patient was going to be seen by their doctor on (B)(6) 2016. No interventions or troubleshooting had occurred as of the date of the report. There were no patient symptoms reported. Follow up information from the manufacturer representative confirmed that the patient had recently lost 15 pounds and noted that the patient had trouble getting 8 coupling bars on the recharger. Interrogation of the ins showed impedances were within normal limits. The patient felt the stimulation everywhere they had pain and did not wish to be reprogrammed. The representative felt the ins battery and could feel it move slightly but not flipping. The patient was shown how to put the recharger "almost under the battery to hug it" because they had lost weight. Eight coupling bars were obtained each time. The patient was instructed if they lost more weight they may need to have the pocket revised. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the manufacturer representative indicated the patient still had difficulty recharging. The patient had lost (B)(6) since implant and believed they would need a pocket revision at some point but would like to hold off as they planned to lose more weight.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative. The average coupling bars per the physician programmer were zero bars. The patient reported that her boyfriend could assist and achieve good coupling, but it was difficult to keep good coupling. The patient was educated on checking coupling frequently during a charging session, and the importance of recharging to avoid overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.